Manufacturer narrative:
The hospital was unwilling to release the device for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
Patient with a total hip suffered a peri prosthetic fracture to the femur. The surgeon removed the original stem, and femoral head, and replaced with a restoration modular cone/conical stem and new 44 femoral head.